Event description:
Rnv made to see pt to remove 3 fr. Per-q-cath plus midline catheter. While removing line, rn able to remove 4cm easily and line broke. Line migrated into patient's arm. Tourniquets applied to arm and pt transported to ER. Upon xray exam, line visualized in the upper arm. Pt to be seen by vascular surgeon for line removal.